Manufacturer narrative:
Follow-up # 1 ¿ (03/07/2015). The patient¿s meter has been returned on 2/13/2015 and evaluated by lifescan product analysis on 2/26/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: device evaluation. The lay user/patients control solution has been returned and further evaluated by lifescan product analysis with the following findings: the control solution failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that her onetouch ultra mini meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began ¿last week, time unknown¿. The patient reported obtaining an inaccurate erratic blood glucose results of ¿43 and 38mg/dl¿ on the subject meter, which were obtained more than 20 minutes apart. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient currently takes no medications to manage her diabetes and it is unknown if the patient made changes to her usual diabetes management routine due to the alleged issue. The patient reported that ¿about a week ¿ prior to the alleged inaccuracy she developed the symptom of ¿sweaty¿ and was treated with ¿dextrose injection¿ by a health care professional (hcp). At the time of troubleshooting, the cca determined that the correct unit of measure and approved sample site was used at the time of testing. Replacement products have been sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.